Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination was performed on the catheter and a break in the shaft was found 7.5cm from the hub with the inner layer of the shaft was exposed. The inner layer of the shaft was stretched and kinked. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the shaft most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 30x4mm, eccentric, de novo, stenosed target lesion was located in the moderately tortuous hepatic artery. A 135/10 renegade hi-flow kit was selected for use. During the procedure, it was noted that the catheter was fractured when pulling out the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. The 30x4mm, eccentric, de novo, stenosed target lesion was located in the moderately tortuous hepatic artery. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During the procedure, it was noted that the catheter was fractured when pulling out the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.